Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user discontinued use of the ilet pump and pursued a return because they did not like the automated insulin dosing strategy, stating the system targeted glucose levels lower than their personal preference and delivered insulin around 100 mg/dl when they preferred to remain there. Symptoms included episodes of low glucose consistent with hypoglycemia, with cause not clearly identified. Outcomes included no reported hospitalization, and no medical interventions. Investigation of this case revealed no device malfunction or component failure and indicated user dissatisfaction with the automated control algorithm¿s target and dosing decisions. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable due to insufficient evidence of device failure and is most consistent with use-related preference and cause unclear for hypoglycemia.